Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display. Customer's blood glucose level was 228 mg/dl. Customer stated that the battery in the pump is a (B)(4) aaa (B)(4). Customer has a severe ear infection and tonsillitis. Customer declined troubleshooting. Insulin pump will need to be replaced. No additional information provided.